Event description:
The customer reported that the disposable internal paddle set failed to discharge.

Manufacturer narrative:
H.3. And h.6: the evaluation of this failure is based on information provided by the customer. The device was not returned to philips for evaluation.